Manufacturer narrative:
The customer will not be returning the zoll quattro catheter for investigation, so a physical investigation cannot be performed. However, based on additional information from the reporter, the catheter was not placed with the guidance of the x-ray upon initial placement. The catheter was advanced too far in the patient's right atrium causing a right atrium hematoma. The probable root cause was the physician not following the IFU (instruction for use). Transportation including the elevator ride can also cause or contribute to catheter migration. However, it cannot be confirmed since the catheter tip location was not verified under x-ray at the time of initial placement. Per quattro® intravascular heat exchange catheter (custom luer) instructions for use, warnings, and precautions: warning: do not allow the catheter to be placed into the right atrium or the right ventricle. Placement in the right atrium or right ventricle can result in severe patient injury or death. Caution: do not allow the catheter to be placed into the right atrium or right ventricle. The catheter should be positioned so that the distal tip of the catheter is in the inferior vena cava below its junction with the right atrium and parallel to the vessel wall. X-ray examination should be used to ensure that the catheter is not in the right atrium or ventricle. The patient's family decided to withdraw care after the neurological evaluation was completed. The patient has expired. The event of atrium hematoma deems not serious as didn't impact hemodynamics or patient care and didn't require treatment. Event assessed as causal relationship to the device. Moving up the elevators to the ICU via bed could have possibly contributed to the event as well. User could benefit from refresher training on catheter placement with an x-ray verification. Catheter distal tip reaching the patient's right atrium is an anticipated event and can occur with incorrect placement of the catheter. The event's relationship to the device is casual and not related to the procedure. Event of death was serious per definition. Event assessed as not related to the device but related to the patient's clinical condition and family decision to withdraw care. The event of death is not related to the device and the procedure. Date of death and date of event is unknown.

Event description:
The quattro catheter (lot# unknown) was used to provide ivtm treatment for a patient (5'8-5'9 height) post-cardiac arrest. The catheter was placed by a physician in the emergency department and then the patient was moved up the elevators to the ICU via bed. Per the reporter, the user did not verify the correct placement of the catheter with an x-ray upon initial placement. The catheter was secured with a suture using the suture tab. There was no CPR, defibrillation, or any other procedure performed at any point after the initial catheter placement. During the CT scan performed later, the quattro catheter distal tip was observed in the patient's right atrium and the patient was noted to have a right atrium hematoma. The patient's family decided to withdraw care after the neurological evaluation was completed. The patient has expired. Per the customer, the hematoma did not impact hemodynamics or patient care during their ICU stay.